Manufacturer narrative:
The device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: broken tip. Probable root cause: inadequate window profile. Inadequate welding process. Improper material strength. Inadequate size selected for the application. Material brittleness. Excessive force applied by the user. Incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke off. The broken tip was removed from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke off. The broken tip was removed from the patient.